Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure mode description: phase: start-up. Failure effect: when the option mudule is connected to the c6 he unit does not turn on, selft test do not start. When the option module np 160185 is disconnected the unit works out normally. Root cause: faulty ffc cable to interface board pn 160658. Correction: replacement of ffc cable to interface board pn 160658. Note: please note that we modified our reporting strategy on march 15, 2023 and therefore we now assess this case as reportable.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: when the option module is connected to the c6 the unit does not turn on, self-test does not start. When the option module np 160185 is disconnected the unit works out normally. When the unit is on (standby mode) and then we connect the option module the unit shut down immediately. We tested two option module np 160185 in this c6 and the unit did not work we installed the option module in other units and the module work normally we exchange the cable pn 160658 and this cable was working well. Summary: device does not start up with connected option board.